Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction).

Event description:
A positive stress test prompted the index procedure. Two lesions were treated during the index procedure. One endeavor sprint rx drug-eluting stent was implanted in the mid right coronary artery and one endeavor sprint rx drug eluting stent was implanted in the distal right coronary artery. (MFR# 2953200-2010-01866) on the same day as the index procedure there was an isolated episode of atrial fibrillation with rapid ventricular response with spontaneous conversion, the pt recovered without treatment. Following post-dilatation during the index procedure, there was acute closure of the very small sized acute marginal branch of the mid segment. The pt suffered an acute non-stemi periprocedural mi. The pt was taking the required medications at the time of the event. The pt recovered without treatment. The investigator has confirmed that a target lesion was involved in the reported event. Pt recovered without treatment.